Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user experienced a hypoglycemic event that prompted ems to be called, though they were not admitted to the hospital. Subsequent follow-up by the cds revealed that the day before the incident, the user had shut down their pump for a full day due to a lack of supplies and did not take any additional insulin. After resuming the pump, they experienced high bg levels, fell asleep, and subsequently went low without treating the hypoglycemia. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by increased correction insulin dosed after the ilet was powered off for almost 24 hours. Having the device volume set to "off" contributed to the severity of the event.